Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note, the manufacturing date (15-aug-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with bilateral recurrent inguinal hernias thereby underwent robotic assisted laparoscopic repair with implant of 3dmax mesh (device 1 and 2). Per op notes, ¿an incision was made above the umbilicus region. A bilateral indirect recurrent inguinal hernias were identified. Mesh was noted to be in the right side from previous repair. Both defects were completely dissected free. The 3dmax mesh (device 1 and 2) were placed into both sides and secured together at the midline with sutures.¿ (note: the prior mesh visualized during this procedure was unknown) attorney alleges hernia recurrence, pain and suffering.